Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed batt test noted. The insulin pump was received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no red spot was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after a battery change. The customer's blood glucose reading was high but the level was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.